Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to gross trunnion failure after patient complaint of groin pain. Rep reported the trunnion had been worn down to about 1/4 of its size.

Manufacturer narrative:
Additional information: d10 returned to manufactur on. An event regarding wear involving an accolade stem was reported. The event was confirmed by material analysis. Method & results: -product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 14-mar-2018 which indicated the neck exhibited explanation damages and damages consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. Material anaylsis report concluded that damage was observed on the accolade stem and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. -clinician review: not performed because no medical records or x-rays were made available for evaluation. -product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the event of wear was confirmed based on the material anaylsis report which concluded damage was observed on the accolade stem and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. The root cause could not be determined because further information such as pre- and postoperative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left hip was revised due to gross trunnion failure after patient complaint of groin pain. Rep reported the trunnion had been worn down to about 1/4 of its size.